Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ was used during a biopsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after a biopsy was performed at the proximal jejunum the patient experienced a gi bleed. Two bsc resolution clips were used to address the bleed and the procedure was completed. Reportedly, there was no malfunction with the device. The patient was hospitalized overnight and it was noted that the patient required a transfusion of 4 units of blood. Additionally, the physician does not attribute the event to the product. He considers it to be attributed to the patients anatomy/comorbidity. The current condition of the patient was reported to be stable.